Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood in the helium line. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found blood in the pneumatic module assembly. The fse replaced the pneumatic module assembly. The fse performed a system checkout. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood in the helium line. No patient harm, serious injury or adverse event was reported.